Event description:
Pt implanted with plate and screws for right distal femur on an unk date, possible date of implantation (B)(6) 2012. Pt returned to hospital complaining of pain on an unk date. Pt had two broken plates revised prior to this event, dates unk. Pt was returned to operating room on (B)(6) 2012, hardware was removed, surgeon fixed the non-union, bone graft was used. It is not known what the pt was revised to.

Manufacturer narrative:
The raw material and DHR review found nothing that would cause or contribute to the reported incident. All parts released from the subject product lot met applicable visual and dimensional acceptance requirements throughout mfg. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.